Event description:
Complaint is reportable due to eval results. MDR due to missing segments. Meter will not power up with strip insertion.

Manufacturer narrative:
(B)(4). Root cause: broken off lens clip in strip connector.